Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. Should additional info become available, an updated report will be submitted. Zimmer reference number (B)(4).

Event description:
A product liability claim was raised. It is reported by pt's counsel that his client received a fitmore hip stem, on (B)(6) 2012 and is currently being monitored due to unk reasons.